Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer's wife caroline called on behalf of the customer with concerns of multiple e-5 error messages, while speaking with the customer wife she stated she obtained a lo blood results. Customer' wife states her husband feels well and requires no medical attention. The customer's expected blood results are 105-134mg/dl fasting. Verified the strips expired 9/25/2016. Customer confirms the strips have been stored in the kitchen and were first opened for a month. Reviewed meter memory (B)(6). Check memory and the time and date are not set correctly.